Event description:
It was reported that the rate/sense portion of this right ventricular lead was surgically abandoned due to high impedance measurements. A new rate/sense portion was implanted instead and the lead remains in service. No further adverse effects were reported.